Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/ pelvic area') in an adult female patient who had essure (batch no. 628190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, uterine fibroid, endometriosis, leiomyoma nos, adenomyosis, anemia, insomnia, tia and paratubal cyst. Previously administered products included for an unreported indication: cyclessa. Concomitant products included oral contraceptive nos since 1997 for contraception, lisinopril since (B)(6) 2010 for hypertension as well as diltiazem, ethinylestradiol;norgestimate (ortho tri-cyclen), etodolac since (B)(6) 2014 and metoprolol since (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety / psych injury related to essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy menstrual bleeding") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy,cystoscopy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the dysmenorrhoea, depression and anxiety outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient's left side, 3 coils were visible from the essure micro implant, and on the patient's right side, 1 coil was visible from, the essure micro implant. Discrepancy noted as essure confirmation test: does not undergo confirmation test. Received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: revealing no hyperplasia. Haemoglobin (g/dl) - on (B)(6) 2012: 13 g/dl; on (B)(6) 2012: 10.4 g/dl. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Smear cervix - on (B)(6) 2012: negative. Ultrasound scan - in (B)(6) 2011: revealed small fibroids in the 1.3 cm range or less. Uterus measured 9.8 x 6.63 x 6 cm ante flexed. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as dysmenorrhea, menorrhagia. Lot number: 628190 manufacturing date: 2008-09 expiration date: 2011-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/ pelvic area') in an adult female patient who had essure (batch no. 628190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, uterine fibroid, endometriosis, leiomyoma nos, adenomyosis, anemia, insomnia, tia and paratubal cyst. Previously administered products included for an unreported indication: cyclessa. Concomitant products included oral contraceptive nos since 1997 for contraception, lisinopril since (B)(6) 2010 for hypertension as well as diltiazem, ethinylestradiol;norgestimate (ortho tri-cyclen), etodolac since (B)(6) 2014 and metoprolol since (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety / psych injury related to essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy menstrual bleeding") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy,cystoscopy.). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the dysmenorrhoea, depression and anxiety outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient's left side, 3 coils were visible from the essure micro implant, and on the patient's right side, 1 coil was visible from, the essure micro implant. Discrepancy noted as essure confirmation test: does not undergo confirmation test. Received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: revealing no hyperplasia. Haemoglobin (g/dl) - on (B)(6) 2012: 13 g/dl; on (B)(6) 2012: 10.4 g/dl. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Smear cervix - on (B)(6) 2012: negative. Ultrasound scan - in (B)(6) 2011: revealed small fibroids in the 1.3 cm range or less. Uterus measured 9.8 x 6.63 x 6 cm ante flexed. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet: outcome of previously reported event physical pain/pain/ pelvic area was updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/ pelvic area') in an adult female patient who had essure (batch no. 628190) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, uterine fibroid, endometriosis, leiomyoma, adenomyosis, anemia, insomnia, tia and paratubal cyst. Previously administered products included for an unreported indication: cyclessa. Concomitant products included oral contraceptive nos since 1997 for contraception, lisinopril since (B)(6) 2010 for hypertension as well as diltiazem, etodolac since (B)(6) 2014 and metoprolol since (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy,cystoscopy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain was resolving and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient's left side, 3 coils were visible from the essure micro implant, and on the patient's right side, 1 coil was visible from, the essure micro implant. Discrepancy noted as essure confirmation test: does not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium on an unknown date: revealing no hyperplasia. Haemoglobin (g/dl) on (B)(6) 2012: 13 g/dl; on (B)(6) 2012: 10.4 g/dl. Hysterosalpingogram on an unknown date: essure device was successfully occluded.. Smear cervix on (B)(6) 2012: negative. Ultrasound scan in (B)(6) 2011: revealed small fibroids in the 1.3 cm range or less. Uterus measured 9.8 x 6.63 x 6 cm ante flexed. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received: events injury nos was replaced with abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, pelvic and abdominal pain,dysmenorrhea (cramping were added. Medical history, lab data, lot number concomitant, historical, treatment drugs were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.